Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during scheduled maintenance, the arctic sun temperature cable would not read temperature.

Event description:
It was reported that during scheduled maintenance, the arctic sun temperature cable would not read temperature.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a defective temperature sensor cable. The temperature sensor cable was found to be faulty. The temperature sensor cable was replaced. After the repair, the device passed all applicable testing. A DHR review could not be performed. The reported issue is against a subassembly component of the arcticsun device. This subassembly component is purchased from a supplier and the DHR is not available for review. The instructions for use were found adequate and state the following: ¿temperature probe placement. Patient temperature control with the arctic sun® temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun® temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.